Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. It is unknown when the customer as hospitalized, the hospital duration or details, or if they experienced any symptoms. Blood glucose reading was unknown. Auto mode would not have been active at the time of hospitalization as the customer stated the transmitter was lost during the hospital stay. The insulin pump will not be returned for analysis.